Event description:
Pt was revised to address subsidence of the tibial tray into varus (left side).

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the mfg records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported device subsidence. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.